Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported on maude # mw5076637: "a cannulated instrument (180600232 screwdriver, long 3.5 mm and 1806-0237 screwdriver, short 3.5 mm) located in a loaner surgical instrument tray (t2 basic long instrument tray) that had been through sterilization was found to have bioburden when it was picked up for use in a surgical case in the operating room. It was unclear that the screwdriver was 2 pieces rather than one piece as described in the number count on the instrument tray. Other instruments in this tray are separated. Therefore, the cleaning and sterilization processor was unaware it needed to be separated prior to sterilization processing. Under normal circumstances, the representative provides an in-service on each tray. However, this isn't always possible if trays are delivered after hour and in need of use in emergent procedures. We are requesting all instruments be required to be separated and stored in separate sections in these trays to represent a clear number of instruments and have that count reflected in the instrument count on the tray".

Event description:
As reported on maude # mw5076637: "a cannulated instrument (180600232 screwdriver, long 3.5mm and 1806-0237 screwdriver, short 3.5mm) located in a loaner surgical instrument tray (t2 basic long instrument tray) that had been through sterilization was found to have bioburden when it was picked up for use in a surgical case in the operating room. It was unclear that the screwdriver was 2 pieces rather than one piece as described in the number count on the the instrument tray. Other instruments in this tray are separated. Therefore, the cleaning and sterilization processor was unaware it needed to be separated prior to sterilization processing. Under normal circumstances, the representative provides an in-service on each tray. However, this isn't always possible if trays are delivered after hour and in need of use in emergent procedures. We are requesting all instruments be required to be separated and stored in separate sections in these trays to represent a clear number of instruments and have that count reflected in the instrument count on the tray".

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. For further details refer to the main investigation that will be documented within the complaint # (B)(4). If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.